Event description:
The hospital reported that during preparation for an endoscopic vein procedure, the hemopro did not work. They changed the cables, and it still did not activate. They then changed the hemopro power supply, and the hemopro worked fine. The replacement power supply was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been return to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)